Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The reported events of lymphadenopathy and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "exchange due to joint pain inflammation, rashes, hair loss, lethargy". Device evaluation: visual analysis of the returned device identified: crease flat and white calcification. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "joint pain, inflammation, rashes, hair loss, lethargy". Patient further reported "fatigue, . . . Pain, burning, headaches, night sweats, respiratory issues, memory loss, panic attacks, vertigo, dry scalp, vision issues, insomnia, slow muscle recovery, bacterial infections, yeast infections, swollen lymph nodes". Events of joint pain, inflammation, hair loss, lethargy, fatigue, hair loss, night sweats, memory loss, panic attacks, dry scalp, vision issues, insomnia, slow muscle recovery, headaches, respiratory issues, and vertigo are not device related. Physician reported "did not observe any of those symptoms". The device has been explanted.